Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. An archive review could not be performed as the data was unrecoverable, preventing identification of the specific system error type. The error was cleared using apvision3 software, with the possible root cause being a software communication issue that occurred during active operation. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software. Subsequently, the autopulse platform passed a 15-minute functional test with the large resuscitation testing fixture (lrtf), equivalent to a 250-pound patient. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR". The customer stated the system error was not clear. No harm was done, and the crew presumed manual CPR until another device arrived. No consequences or impacts on the patient.